Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced inaccurate cgm values. At around 2:30 pm, the patient experienced diabetic seizure and her daughter called the ambulance. The patient was taken to the hospital, her cgm reading was low and the bg reading was 7.3 mmol/l (bg reading was normal although the patient experienced serious symptoms, there is no documentation when the readings were taking exactly during the event). The patient was treated with IV fluids and insulin and stayed at the hospital for 4 hours. Before her discharge the bg reading was 5.4 mmol/l and the cgm reading was still low. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. When the patient was first taken to the hospital, the reported glucose values fall within the c zone of the parkes error grid. After being treated with IV fluids, the reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.